Manufacturer narrative:
A) no device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. B) as the lot # 17021539m was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. C) concomitant bwi products: product: stockert 70 rf generator, us catalog # s7001, serial # (B)(4); product: coolflow® irrigation pump, us catalog # cfp002, serial # (B)(4); product: carto® 3 system, us catalog # fg540000, serial # (B)(4). D) a notification has been sent to manufacturer (st. Jude medical) for their involved product (8.5fr ramp - sheath) in this event. E) manufacturer's reference # (B)(4).

Event description:
It was reported that a male patient, underwent an atrial fibrillation/atrial flutter procedure and suffered a cardiac tamponade. A pericardial effusion was noticed as the patient¿s blood pressure dropped. During the cti ablation there were two steam pops which occurred as well which could have attributed to the fluid in the pericardial space. The patient was not in distress from the fluid accumulation but a pericardiocentesis was performed, approximately 200 ml of fluid were removed. The patient¿s medical history is unknown. The patient did not require hospitalization. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event is that this is possible device and possible procedure related. The physician considered that if the event was due to the device it may have been caused by the steam pops during the cti lesion set. Settings during the event include: generator at power control mode with 40 watts, flow setting at 30 ml, a non-bwi sheath (8.5fr ramp).